Event description:
The customer reported that discrepant or imprecise cardiac troponin (accutni), prostate specific antigen or thyroid stimulating hormone results were generated on the access 2 immunoassay system for multiple patients. This report represents the imprecise or discrepant accutni results generated for four patients on (B)(6) 2012. The customer reported one discrepant accutni result initially, however beckman coulter inc. Assessment of customer provided information indicated that erroneously elevated accutni results (above the normal range of the assay) were generated for three patients, and imprecise accutni results were generated for a fourth patient. Upon repeat on the same instrument the discrepant patient results recovered lower, within the normal reference range of the assay, and were considered valid. For the fourth patient, the initial result was within the normal reference range of the assay. Upon repeat on the same instrument the result was lower, within the normal reference range, and collectively did not meet the precision claims of the assay. While the suspect accutni results were reported out of the laboratory there were no reports of death, serious injury or modification to patient treatment associated with this event. One patient's initial accutni result was questioned by a physician and mandated retesting which identified it as erroneous. Instrument assay quality control results failed to recover within the customer's established limits on the date of the event. Idle timer expired errors, sample counts outside limits errors, and status controller initialization errors had been re-occurring for several days leading up to the event date. Patient specific information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the analytical unit hard drive, a central processing unit board, and the network interface card. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. The fse noted that a "bad partition" on the analytical unit hard drive created the issue. Mdrs associated with this event: 2122870-2012-00608, 2122870-2012-00646, 2122870-2012-00645.